Event description:
It was reported that shaft separation and imaging core wind-up occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending and proximal right coronary artery. An opticross hd imaging catheter was selected and prepared. The imaging catheter completed two runs, but then lost image occurred. The physician removed the catheter from the patient and attempted to re-flush it. Imaging was turned on outside the body as usual, and while imaging core was rotating, catheter flushing was performed.however during flushing, the physician felt that the catheter was not responsive from the hand base. At the same time, the imaging core of the opticross was entangled. The shaft got separated at the area where translucent shaft was switched to gray shaft nearly about 25cm from the distal tip of the opticross hd. The catheter was replaced immediately, and the procedure continued. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The unit returned has the sheath damaged. A visual inspection revealed that the imaging window was observed detached from the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 19.00cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. A impedance inspection revealed that the impedance analyzer showed an electrical open at proximal wave form. A microscope/borescope and dimensional inspection revealed that the imaging window was found detached from the lapjoint section and the lapjoint was within its specification.

Event description:
It was reported that shaft separation and imaging core wind-up occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending and proximal right coronary artery. An opticross hd imaging catheter was selected and prepared. The imaging catheter completed two runs, but then lost image occurred. The physician removed the catheter from the patient and attempted to re-flush it. Imaging was turned on outside the body as usual, and while imaging core was rotating, catheter flushing was performed. However during flushing, the physician felt that the catheter was not responsive from the hand base. At the same time, the imaging core of the opticross was entangled. The shaft got separated at the area where translucent shaft was switched to gray shaft nearly about 25cm from the distal tip of the opticross hd. The catheter was replaced immediately, and the procedure continued. The procedure was completed with another of the same device. There were no patient complications reported.